Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare reported that, following an intraocular lens implantation surgery, the patient had undergone (yttrium aluminum garnet) yag laser in the eye and since then he can only see near. He was encouraged by his surgeon to have a second opinion. Additional information was requested.